Event description:
The customer reported the system is displaying a precharge failure error. No patient injury was reported.

Manufacturer narrative:
Customer refused service, will use 3rd party for repair. (B)(4).